Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause was traced to a component failure without any design or manufacturing issue. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached bending section from the distal end and detached adhesive from the bending section cover were found. There was no patient involvement.